Manufacturer narrative:
Product event summary:the device was returned and analyzed and analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, high pacing impedance and variable impedance when the patient lifted their arm. Additionally, noise was seen when pressing the device pocket, arm lifting and after a ventricular pace event. During the lead replacement procedure when disconnecting the rv pace sense lead from the device, the crew was coming out with the screwdriver and the grommet was cracked. The device was replaced and the lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.